Event description:
The facility's biomedical engineering department reported an incident where potassium chloride backflowed into the primary bag. The pump was infusing potassium chloride at a rate of 25ml/hr and volume to be infused of 100ml. Reportedly, the nurse noticed that potassium bag was empty while only 63 ml out of 100ml bag should have infused. The clinicians were concerned that the entire potassium bag had infused into the patient and brought a crash cart in the preparation. However, there was no adverse effect to the patient. The patient did not code and no medical intervention was needed. There were no changes in the patient's status and the lab showed no elevation in the potassium level. Upon inspection, it was discovered that the pump delivered 31ml from piggyback and the check valve on the primary set was not working. Reportedly, potassium chloride did not deliver to the patient, but instead, it backflowed into the primary bag.